Event description:
The trident impaction handle broke during the impaction of a trident window trial during surgery. The window trial got stuck and very difficult to get out and got deformed. No harm to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed via evaluation of the provided photograph of the device. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows that the strike plate has fractured off the end of the impactor. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the impactor broke during surgery. The reported device was not returned however a photograph was provided for review. The photograph shows that the strike plate has fractured off the end of the impactor. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.